Manufacturer narrative:
H6: investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I from lot number 3126969 regarding material number 391592 with the reported issue of ¿short count and mix product¿. The defect could not be confirmed from the received photos. The device history review of lot number 3126969 with material number 391592 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. Retention samples could not be used for this investigation as the defect is short count and mixed product.

Event description:
It was reported that the 250 unit case of bd venflon¿ IV catheters had a mix of venflon-I 20g and venflon-I 22g catheters. The following information was provided by the initial reporter: "instead of those above balance 500 units of venflon -I 20g, one the case had mix units of venflon-I 20g & venflon-I 22g."

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 250 unit case of bd venflon¿ IV catheters had a mix of venflon-I 20g and venflon-I 22g catheters. The following information was provided by the initial reporter: "instead of those above balance 500 units of venflon -I 20g, one the case had mix units of venflon-I 20g & venflon-I 22g."